Manufacturer narrative:
No related complaint received with return of device. Final analysis found that the lead was returned in two pieces. An insulation breach due to insulation degradation was found on the electrode portion of the lead. Electrical testing performed on the lead had indicated no conductor fractures or internal shorts. (B)(4).

Event description:
This report is to advise of an event observed during analysis.